Event description:
During preparation for surgery, the dr noted the device configuration to be inconsistent with the marking of the device handle, for example, the device configuration was for the left hand and the device was marked with the word "right". Dr did not use the device.